Manufacturer narrative:
The device has been evaluated and the catheter hub was found broken due to excessive force with damage to the catheter body. (B)(4).

Event description:
Treatment of a stroke. During the procedure, it was reported that the balloon would not inflate and deflate properly. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has been received and the evaluation is currently in progress. A follow up will be submitted once the evaluation has been completed.(B)(4).

Manufacturer narrative:
(B)(4).